Event description:
It was reported that pump experienced malfunction code 9 after unexpected movement when pump was dropped, with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully completed reset without recurrence of malfunction, was advised to continue using pump.